Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 446 mg/dl at the time of incident. The customer also reported insulin pump had motor errors and motor position encoder error. Drive support cap was normal. Customer declined troubleshooting for high blood glucose level. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery due to faulty force sensor resistor. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test.